Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 25-may-2018 with the following findings: during investigation, the pump was powered on and the display was found to be dim and discolored. The audio bolus button (abb) was found to be completely inoperable. The abb cover was opened and the slug was observed to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim/fading display, an unresponsive audio bolus button (abb), and that the abb slug was missing. This report is made based on results of investigation completed on 25-may-2018.